Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post the implant procedure the right atrial (ra) lead dislodged and dropped into the right ventricle. It was also noted there were high thresholds, atrial sensing appeared to be on r-wave and aai pacing indicated ventricular capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.